Event description:
It was reported that the insulin pump has alarmed no delivery. The blood glucose reading is 220 mg/dl. There is no response from the buttons. The screen is no totally blank. After batter change, the insulin pump is frozen with no advancement of time. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. No frozen display noted. Unit passed displacement, prime, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.